Event description:
It was reported that the customer turned off the sensor feature because they are not using it. Customer is receiving a beep that has been going on for about three times an hour. Customer stated that the pump was not beeping at the time of the call. Customer does not wish to change the alert type to vibrate. Customer was assisted in performing the self test. Pump passed the test. Customer was advised to monitor the pump. Customer called back and stated that the beeping is still occurring. Customer had no alarms and a new reservoir. Customer's last alarm was a lost sensor alarm. Customer will watch it for a few days and see what happens. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.